Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient was revised approximately 7 months post-implantation due to dislocation. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: item# 650-1066 cer opt type 1 tpr sleeve 0mm lot# unknown item# 650-1056 cer bioloxd option hd 32mm 2 lot# unknown item# 11-300920 arcos 20x190mm spl tpr dist lot# 051500 reported event was confirmed by review of xrays which indicated superior dislocation of the femoral head. Acetabular cup is in place. Possible heterotopic ossification along the expected regions of the greater trochanter and lesser trochanter. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.